Manufacturer narrative:
(B)(4). The customer reported that there were lines on the display. A philips field service engineer evaluated the device. Replacing the display and face plate assembly resolved the issue.

Event description:
The customer reported that there were lines on the display.